Event description:
This equipment was installed in 2016. Since the installation this equipment has generated about 10 service calls. This equipment was being used during a procedure. The first pass the equipment functioned as designed, with the second attempt to arm and inject, the equipment malfunctioned. There was no injury to the pt, but this is considered a significant near miss. Operative procedure: left axillary artery exposure and placement of 10mm side arm graft for cannulation; implantation of 26 mm sapien 3 transcatheter aortic valve via left; subclavian approach; bilateral arterial sheath placement; ascending aortography; placement of temporary pacemaker.